Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B)(6) 2010, the (B)(6)/reporter contacted lifescan on behalf of the lay-user/patient alleging that she has to use 3-4 test strips before the onetouch ultra meter provides her a reading. The alleged issue began around (B)(6) 2010. Due to the product issue, the reporter claimed that the patient developed symptoms described as "shaky." A healthcare provider treated the patient on the day of concern; however, there was no report of any treatment that would suggest acute complication of diabetes. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the issue could not be resolved as the patient and subject product was overseas. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed that the patient developed symptoms that would suggest hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k # k062195.